Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a occlusion issue.

Manufacturer narrative:
The device was returned and investigated by product analysis on 03/29/2017 with the following findings: review of the black box data revealed records of occlusion alarms with high force. On investigation, the pump powered on normally. Rewind, load and prime steps were successfully performed. Force sensor calibration testing revealed the sensor was detecting correct force. The pump was exercised for 24 hours without any occlusion alarms occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.